Manufacturer narrative:
It was reported that a "syringe broke during a procedure causing blood to splash on the operator". The customer reported that the clinician was "clearing a syringe of patient's blood and it shattered and bloody fluid sprayed around including on my face and a few droplets in my eye." The customer stated that the syringe broke at "the main outer cylinder." The customer did not report any follow-up care for bloodborne exposure. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a "syringe broke during a procedure causing blood to splash on the operator". The customer reported that the clinician was "clearing a syringe of patient's blood and it shattered and bloody fluid sprayed around including on my face and a few droplets in my eye." The customer stated that the syringe broke at "the main outer cylinder." The customer did not report any follow-up care for bloodborne exposure.